Event description:
It was reported that the pt has surgery to remove a shunt, and ever since, the pt has had pain at the generator site and the surgeon feels the generator was either shifted or twisted during the surgery. Per neurologist, all diagnostics were within normal limits. Pt is being referred for surgery to reposition the generator, but surgery has not occurred to date. Attempts for further info have been unsuccessful to date.